Event description:
It was reported that after insertion, the user was concerned with the catheter to port connection. The two parts appeared to disconnect. As a result, the port was removed and a new port inserted. No pt complications reported.